Manufacturer narrative:
(B)(4). Batch # p58p7c. Device evaluation: the analysis results showed that the cs40b device was received with no apparent damage with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device able to cut the tissue? Or did the device lock-out (meaning no staple line and no cut line were delivered)?

Event description:
It was reported by that during a bowel procedure the device the device would not staple and seal. A second like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device able to cut the tissue? Or did the device lock-out (meaning no staple line and no cut line were delivered)? I spoke to the surgeon, however it turns out he did not complete that portion of the case it was the on call general surgeons. I emailed the general surgeons. The one I spoke to did not operate on that patient. The other general surgeon is still away on vacation so I have not been able to connect with him yet. Additional information obtained. Unable to answer the questions please see surgeons response below. Hi thanks for the follow up, I don¿t recall the specifics at this point it thanks for asking.